Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty frequent sensor resistor. The insulin pump passed rewind, basic occlusion and displacement test. The insulin pump was had no motor error alarm noted during testing. Motor passed motor test. Pump passed all operating currents tested with in the range and passed off no power test. The insulin pump was monitored and tested with no off no power alarm noted during testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and minor scratches on display window noted.

Event description:
The customer reported via phone call that received a motor error alarm and an off no power alarm. The customer also reported that the insulin pump had a blank display. The customer's blood glucose was 86 mg/dl at the time of incident. The customer stated that the insulin pump did not received motor error alarm after performing rewind at the time of call. The customer stated that the insulin pump was not dropped or bumped prior to the issue. The customer stated that the drive support cap appeared normal. The customer stated that there have not been unattended alarms. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.